Manufacturer narrative:
Fse (field service engineer ) visited the site on (B)(6) 2021 and performed service and device inspection. While on customer facility site, the site biomedical engineer conveyed to fse that the user staff burnt through a fiber causing burnt smell. The fse performed the device inspection and noted that the front and rear panels have no damage affecting product performance. Calibration and safety checks were performed including electrical test and noted that all results were normal and no issues found. The device upon final testing passed all required test and specifications. Based on site visit and information provided to fse, the probable cause of the reported issue could be due to users handling and or maintenance issue. This report will be supplemented accordingly following investigations.

Event description:
Broken fiber and electrical smell on the device tfl-pls installed in (B)(6) of 2021 was reported. The issue occurred during an unknown procedure. There was no patient involvement, no user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the customer reported a complaint on a laser fiber, but provided the laser console information. No information has been provided on the specific laser fiber that was defective and the product was not returned. Multiple follow ups were made to obtain additional information however, no response received from the customer. If additional significant information is received this report will be supplemented accordingly. Olympus will continue to monitor complaints for this device.